Event description:
The customer alleged that three employees experienced human reactions from the oil mist/haze coming form the sterrad nx. Asp customer care advised them to turn off both units. The second of the three employees reported to have experienced nausea and a headache that lasted for three days. The employee did not seek medical attention or require treatment. The employee reported that she is fine now. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found the sterrad nx unit down and turned off. The fse booted the system up, ran vacuum system test and was unable to reproduce oil mist, however, did notice an odor coming from the vacuum pump. The fse also observed that the vacuum pump would choke on start up. The fse replaced the vacuum pump verified the unit with autotest and an empty chamber. The unit meets all specs. Reference mdrs 2084725-2008-00656 and 2084725-2008-00658.